Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining one (1) erroneously low glucose (glu) cartridge patient sample of 1 mg/dl, generated by the unicel dxc 600 pro synchron chemistry analyzer. Upon rerun, the result was 156 mg/dl and reported. The erroneous result was not reported out of the laboratory. Patient treatment was not affected as a result of this event as the customer verifies the result prior to reporting.

Manufacturer narrative:
Qc was within range before and after the event. Customer stated fluid was leaking from the chemistry cartridge (cc) sample probe collar wash. A bec field service engineer (fse) was dispatched and replaced the cc sample probe collar wash, the cc sample syringe, and the 3-way (t-valve). Root cause for this event was hardware.